Manufacturer narrative:
Device evaluation summary: during evaluation of the device a crease was observed on the anterior and extending to the posterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient underwent a primary breast augmentation with mentor memorygel breast implant 400cc and experienced a bilateral rupture post operatively which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the left side device.

Manufacturer narrative:
On 9/2/2019, mentor received additional information indicating the patient only experienced a rupture on the right side. The left breast was found to be intact. In addition, the patient experienced capsular contracture, baker grade unknown on the right side post-operatively. Manufacturer¿s reference number: (B)(4).